Event description:
A customer reported that when technician removed the oxygen cylinder from the anesthesia machine, there was a "blow sound". The technician holding the cylinder was reportedly pushed back by the back pressure and a spark was noted. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.